Event description:
Account reports that the tubing separated from the y-site. States the set was on a patient when it was noted that the set was leaking at the y-site and the tubing had separated. There was no patient injury, the set was changed which is a nursing standard procedure.